Manufacturer narrative:
The tech found the side rail latch mechanism inside the center arm was rusted. The tech replaced the side rail center arm assembly to resolve the issue.

Event description:
The account alleged the side rail does not latch. No pt impact.